Event description:
The reporter stated that the device result was 288 mg/dl compared to a hospital meter of 84 mg/dl. No treatment was provided. The device was replaced and requested to be returned for evaluation.